Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was other wise normal.

Event description:
It was reported that during implant the atrial lead exhibited high threshold at different attempts at placement, the lead helix could not be retracted. The lead was not used the lead was not used at the helix could no longer be retracted. A new lead was placed successfully. The patient was stable prior during and after the procedure.